Event description:
It was reported that during a total abdominal hysterectomy procedure, towards the end of the case, approximately ten activations the jaws would not open. They would only open if you manually opened them with your fingers. Pushing the handle forward would not open the jaws. The case was nearly complete by the time the device malfunctioned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: jaw/shaft interference the instrument was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional tests, there was difficulty opening and closing the jaws. The instrument was disassembled and it was found that there was friction between the upper jaw and shaft assembly. This was the cause for the inability to open and close the jaws. No conclusion could be reached as to how this issue occurred.